Event description:
The user reported that a chemotherapy drug leaked from the air vent of the burette. The feedback suggests that the roller clamp was open with air vent clamp closed; however, the fluid continued to fill the chamber, causing an overflow of chemo through the air vent of the burette. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B) (4). (B) (4). Lot history record review could not be performed, because no lot number was identified. The customer indicated that per facility policy, the set will not be returned for eval as it was used for a chemo infusion.